Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Lot number not provided; UDI not provided; re-processing information not provided; since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was stress urinary incontinence, urinary urgency, overactive bladder, and urethrocele. The postoperative diagnosis was stress urinary incontinence, urinary urgency, overactive bladder, and urethrocele, bladder lesion, and interstitial cystitis. The procedure performed was a urethrocele repair, cystourethroscopy with bladder biopsy, and a transobturator tape sling. The patient returned for an office visit on (B)(6) 2005 for a d/c cath. The patient complained of pain in the top of the right leg. The patient returned for an office visit on (B)(6) 2005 for blood in the urine. The patient complains of bleeding,cramps, and throbbing pain. The patient returned for an office visit on (B)(6) 2005 for painful intercourse and hot flashes at night. The patient returned for an office visit on (B)(6) 2005 for follow up for yeast infection. The patient underwent an additional procedure on (B)(6) 2008. The preoperative diagnosis and postoperative diagnosis was painful vaginal scar band that was causing discomfort for her during intercourse and pain to her husband. The name of the procedure performed was excision of irregular vaginal scar and excision of portion of mesh. A phone call was made on (B)(6) 2008 for itching/yeast. The patient underwent an additional procedure on (B)(6) 2013. The preoperative and postoperative diagnosis was a 2.5 mm distal left ureteral stone, a 1x2 mm mid left kidney stone. The procedure performed was a rigid and flexible ureteroscopic stone extraction.